Event description:
According to the information received, the shaver stopped spinning right in the middle of a polypectomy. Unplugged and reconnected the units and they were able to proceed, but moments after it just stopped again. The surgeon was not able to complete the procedure. The patient must return for another procedure delaying patient care. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR 9610617-2025-00597.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross referemce complaint ID (B)(4), this event is filed under internal complaint ID (B)(4).